Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient dislocated her hip coming down off a stool and went to the emergency room at (B)(6) hospital in (B)(6). The hip was reduced in the ER but was admitted to hospital for a revision. Dr. K determines that the patient needs additional offset to prevent further dislocations. The 32mm + 1 ceramic hip ball and sz 7 standard summit stem were explanted and the 48mm cup and 32mm x 48mm neutral liner were left in situ. A sz 6 hi offset summit stem was implanted which provided additional offset and provided great stability and range of motion. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there were no broken instruments during the procedure.